Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7071763.

Event description:
It was reported that the patient experienced pain at the ipg site. It was also reported that the patient had inadequate stimulation. The patient underwent an explant procedure. The explanted devices were not returned as they were kept by the medical facility.